Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the original implant date was unknown. This patient had her hip revised where a competitor hip replacement stem was removed and replaced with a summit stem and pinnacle cup at (B)(6). The patient came into the ER at (B)(6) hospital with in 2 weeks of her revision surgery complaining of hip pain. X-rays indicates that her acetabular cup had most likely came loose and protruded through the medial acetabular wall. The loosening was allegedly bone to cement interface with competitor cement having been used. She was consulted where it was decided that he would explanted all components and let the pelvis try and heal and reconstitute bone. All implants were explanted. The patient has obtained legal representation so information available is limited. Doi: (B)(6) 2018; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.